Event description:
It was reported that during a hysterectomy, the front edge of the shaft came off and dropped into the intraperitoneal. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/25/2007. Information anticipated, but unavailable at this time.